Manufacturer narrative:
Investigation found the thermistor was not in the correct position, partially retracted in the support tube. The thermistor was repositioned and tested. The front case was damaged and replaced. It was unk how the thermistor got out of the correct position. The wt-5900 is not distributed in the u.s.; however, the 5300a warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the 5300a warmtouch is k020604.

Event description:
It was reported to covidien that the unit was alarming intermittently after one hour use while in use with a pt. The unit was replaced. The pt was not injured.